Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, observed scratch on the lens. The iol was exchanged for company lens following the initial implant procedure. Additional information has been requested and received stating that following an intraocular lens (iol) implant procedure, the patient experienced photophobia, light scattering. Clinical reason for explant was scratched iol. The iol was exchanged for same model different diopter advanced technology intraocular lenses (atiol) company lens 4 weeks following the initial implant procedure. In the surgeon opinion iol against cartridge system had caused or contributed to event.

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens model/diopter and handpiece were indicated with a non-qualified viscoelastic. The root cause for the reported scratch may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The product investigation could not identify a root cause for the photophobia. Information was provided that the company, 24.0 diopter lens was replaced with a company, 22.5 diopter lens. The 1.50 changed in diopter may indicate the replacement lens was an improved choice for the patient's visual needs. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.